Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was transported via emergency medical technicians to the emergency room (ER) due to blood glucose (bg) level of 400-499mg/dl, a loss of consciousness, an intestinal infection, and abdominal pain. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 1-2 hours later with the issue resolved and no permanent damage. The customer alleged the pump was not working as intended; however, this could not be confirmed as the pump was not available for troubleshooting with tandem technical support.